Event description:
It was reported that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 65mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to lcd keypad connector not plugged in properly. The insulin pump received with minor scratches on display window and cracked case at display window corners.